Manufacturer narrative:
H.6. Investigation summary: 65 samples received for investigation, the lots received were: 52 pieces of lot 90159128 which were sent to the quality control laboratory for evaluation. No open samples were found during the tests for package seal integrity. During the documentary review no records of quality notifications were found that could lead to the absence of conditions of the primary packaging that cause loss of sterility. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 20ml ll s/c 50 packages were open. This was discovered before use. The following information was provided by the initial reporter: material no.: 303310 batch no.: 9015919. It was reported that all packages in the box were open. Verbatim: all packages when in box were open.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll s/c 50 packages were open. This was discovered before use. The following information was provided by the initial reporter: material no.: 303310, batch no.: 9015919. It was reported that all packages in the box were open. Verbatim: all packages when in box were open.